Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. The optic has multiple small split/cracks near the cut area on both optic portions. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge, handpiece, and viscoelastic. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related to a failure to follow the dfu. The file indicates the use of a non-qualified lens/cartridge combination and the use of a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Additional information has been requested. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a defective intraocular lens (iol). The lens was inserted and removed due to a crack. There was no reported patient impact and the procedure was completed with a backup lens.